Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to emergency room for high blood glucose on (B)(6) 2021. Blood glucose level at the time of the incident was 514 mg/dl and another time it was 532 mg/dl. Customer was treated with fluid and manual injection for high blood glucose. Customer also reported that her blood glucose level was 494 mg/dl and next time it was 400 mg/dl. Customer also reported nausea, vomiting, abdominal pain due to high blood glucose. It was unknown that auto mode feature was active or not at the time of incident. The insulin pump will not be returned for analysis.